Event description:
Patient scheduled for elective decompressive laminectomy with radical discectomy and arthrodesis with instrumentation. While in surgery, blade broke. Additional doctors consulted. Foreign body is located in a retroperitoneal position and may well be difficult to locate intraoperatively.what was the original intended procedure?elective decompressive.laminectomy with radical discectomy and arthrodesis with instrumentation.device #1is this a laboratory device or laboratory test?no.